Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cine drive was reformatted and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 failed to playback in cine mode. There was no adverse pt involvement reported.